Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (foreign material logged in the air water tube) was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found in the air/water tube. In addition, the control unit got warm due to a short in the cable, the air/water cylinder and suction cylinder were discolored, there were scratches on multiple parts of the device, the image was not displayed due to damage on the plug unit, there was corrosion on the scope connector case due to water leakage, there was corrosion on the circuit board in the scope connector due to water leakage, there was corrosion on the cable unit due to water leakage, the outside shield unit was corroded due to water leakage, rfid data could not be read due to an identification data malfunction of the scope identification, the distal end cover was deformed, and the universal cord had corrosion due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was a spotlight in the image from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the air/water tube. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.